Event description:
The patient contacted lifescan and alleged the one touch ultra meter was reading inaccurately low. The reading was 102 mg/dl. A reading on a competitor meter was 187 mg/dl. (Invalid comparison) the patient did not report symptoms of high or low blood glucose, nor did the patient seek medical attention. The customer care representative performed troubleshooting and twice the control solution test was not within limits. The event is reported as a malfunction.